Event description:
The pt's implant and lead extensions were explanted due to skin erosion. The pt is reportedly doing well.

Manufacturer narrative:
The ipg and lead extensions were discarded by the medical facility and will not be returned for eval.